Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of biomed need assistance on 8015 after flashing the device to v9.33 is showing an error 100.6130. The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from 12/17/2013 to 09/21/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 (B)(4) for display; disconnected, not fully connected, for the q6 which does not correlate to the customer reported issue.

Event description:
It was reported that the device displayed an error message. There was no patient involvement.